Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on an unknown date.according to the complainant, post-procedure, the patient experienced pain, dyspareunia, infections, incontinence and urinary problems.all other information is unknown and unavailable.